Event description:
It was reported that the preloaded monofocal intraocular lens (iol) was found to be stiff, and the haptics were taking longer than usual to unfold in the eye. Through follow up, we learned that additional surgical maneuvers were required to position the iol in the patient's eye. There was no patient injury reported. The device remains implanted. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - lens remains implanted; therefore, not explanted. Section e1 - telephone number: (B)(6). Device evaluation product testing could not be performed because the product was not returned (the lens remains implanted). Therefore, a failure analysis of the complaint device cannot be completed, and the reported event cannot be confirmed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.